Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly losing power/rebooting by itself was confirmed. Ventec replaced both the control board and internal flow transducer (ift), as well as reseated the ift cable which was not fully seated to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board and ift, as well as the ift cable which was found to be not fully seated.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device ventec observed that it would unexpectedly lose power/reboot by itself. There were no reports of patient involvement associated with the reported event.